Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 3-4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, one of the grippers were unable to lower. Troubleshooting was performed but was unsuccessful. All steps were performed as per IFU. Device replaced and continued the procedure. The final mr was grade <1. All steps were performed as per IFU. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
All available information was investigated, and the reported single gripper actuation issue was not confirmed via device analysis. Additionally, it was observed that the gripper cover was bulky. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information and the returned device analysis, the cause of the reported single gripper actuation issue and the observed bulky gripper cover were unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.